Event description:
It was reported that the burr intertwined with the wire. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left mid anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, it was noted that the burr intertwined with the wire. The whole system was removed. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the coil was stretched at the handshake connection. A video was attached to the complaint record showing the difficulty moving the rotawire within the device.

Event description:
It was reported that the burr intertwined with the wire. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left mid anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, it was noted that the burr intertwined with the wire. The whole system was removed. No complications were reported, and patient was stable post procedure.